Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of"alarm sounds then console shuts off" was not confirmed. Reliability engineering was unable to duplicate the reported problem. However, the unit did exhibit some physical damage that is consistent with the unit having been dropped. The chassis of the unit had been bent, and port 1 was out of alignment. This condition is indicative of improper handling of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that when the device was plugged in, an alarm sounded and the console immediately shut off. The device was being used during surgery, but there was no patient injury reported. It is unknown if any medical intervention occurred. There was no additional information provided.